Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. Customer¿s blood glucose level ranged between 106-108mg/dl.